Event description:
Surgical procedure: endometrial ablation of the uterus. At conclusion of the surgery, the drape was removed from the pt. It was noted that the pt received a first degree burn on the right thigh due to the thermal ablation tubing (cord) being placed on top of the thigh during the surgery.